Event description:
It was reported this was a venotomy closure of multiple access sites of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an afib ablation interventional procedure using a proglide and prostyle device. Reportedly, a cuff miss [suture retrieval issue] occurred with both of the proglide and prostyle devices. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheaths were upsized to a 10f and 12f sheath and the a-fib procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose device with the same reported issue referenced is filed under a separate medwatch report number.